Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a missing sensor wire on (B)(6) 2014. Patient claimed that upon removal of the sensor pod, the sensor wire was not on the underside of the pod nor was it stuck to the patient's skin. At the time of contact, the patient did not report any injury or medical intervention.